Manufacturer narrative:
D4 medical device lot #: 4326660 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jul-2025. Investigation summary: bd received 2 samples for investigation. Both samples underwent visual inspection for hub/collar separation. During testing, one of the samples failed as the hub was separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.